Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the vns patient's programming history on (B)(6) 2013 it was discovered that two separate faulted system diagnostics tests occurred, which changed the patient's settings on these two dates. On (B)(6) 2006 a faulted system diagnostics test occurred and no final interrogation was performed. The patient then presented at the next visit on (B)(6) 2006 with the incorrect settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. The patient was then reprogrammed to the desired settings. On (B)(6) 2006 a faulted system diagnostics test occurred and no final interrogation was performed. The patient then presented at the next visit on (B)(6) 2006 with the incorrect settings of output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. The patient was then reprogrammed to the desired settings. No patient harm has been reported to have occurred due to these settings changes.